Manufacturer narrative:
Device qc performed (B)(4) 2009.

Event description:
Initial information received from a consumer on (B)(6) 2009: a female reported that approximately one year ago her plastic surgeon injected an excessive amount of poly-l-lactic acid (sculptra) (lot# and expiration date unknown) into her lower face. Consumer reported that as a result she now was a knot at the site of the injection. No concomitant medications or medical history was reported. No further information reported.